Manufacturer narrative:
Device photo evaluation summary: one still image received for analysis. Image depicts a stent graft held in gloved hands. A hole is evident in the graft material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a aaa. It was reported that the patient presented emergently approximately 6 years post the index procedure. CT showed a rupture with no evident endoleak. The physician decided to complete an open repair. During the open repair, a hole was found in the main body left limb segment of the stent graft esbf3614c103e endur iis bif, approximately 1 cm distal to the flow divider. The patient underwent open repair and explant of the main body stent graft. The stent graft etlw1616c156e endur ii limb and stent graft etlw1620c156e endur ii limb were also explanted as part of the intervention. There was no issues noted on the limbs. The cause of the rupture and type iiib endoleak is undetermined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.